Event description:
It was reported to baxter (B)(4) that a multirate infusor lv 2-3-5 device was leaking before use. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and is currently being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination and functional tests were performed. Device evaluation confirmed the reported condition of backflow from the filling port. The root cause was determined to be a fragment of acrylic resin trapped between the checkband and the stressmember. This device is a single use device and was discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A follow up report will be submitted if additional information becomes available.